Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving bupivacaine 30.0 mg/ml at 18.879 mg/day, dilaudid 2.5 mg/ml at 1.5732 mg/day, and compounded baclofen 400.0 mcg/ml at 251.72 mcg/day via an implantable pump for malignant pain and other carcinoma. It was reported there was a device diagnosis of a catheter dislodgement. During a scheduled pump replacement, the catheter was found to be dislodged with the entire catheter in the pump pocket. Diagnostics included surgical observation. Interventions included an explant and replacement of the catheter. The etiology was indicated to be related to the device or therapy, specifically the intrathecal/spinal portion of the catheter, and not related to the implant procedure. The event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 indicating the cause of the catheter dislodgement was not determined and the patient did not report any symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified high resistance of the battery. Analysis identified dried drug, blood, or foreign material occlusion in the catheter body. Eval code-result apply to pump (B)(6). Eval code-result apply to catheter. Eval code-conclusion applies to pump (B)(6). Eval code-conclusion applies to catheter.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.